Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on may 31, 2016, it was reported that the graft was not smooth. It was jagged. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Initial qa inspection of the air dermatome on 6/2/2016 revealed nicks to the neck, head and housing of the hand piece. The swivel rotates 360 degrees, has two engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), sits flush with the control bar. The safety switch operated as intended. The width plate screws appear to be of a different style. The hose appears to be of a different style. Signs of over-tightening on the 4" width plate as well as nicks and scratches. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested under the stroboscope with the customer hose and the motor operated within motor speed specifications. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on jun 7, 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibrating shaft, swivel, screw driver and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the graft was not smooth; it was jagged. Additional information received from the customer on jun 28, 2016 stated that the reported issue occurred during surgery; there was patient harm/injury associated with the report, wherein another graft was taken. There was an impact/damage to graft harvest and the additional unplanned graft harvest required from the patient. The blades are properly placed and the dermacarrier was at room temperature. The device was not repaired other than zimmer biomet. The surgery was delayed about 30 minutes.

Manufacturer narrative:
On (B)(6) 2016, it was reported that the graft was not smooth. It was jagged. The customer clarified that the event occurred during surgery, and resulted in another graft taken with a 30 minute surgery extension. An alternative device was used for the additional graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device, manufactured on (B)(6) 1993, is over 22 years old and was not previously returned to zimmer biomet surgical for prior service at least since the inception of sap in (B)(6) 2011. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed nicks to the neck, head and housing of the handpiece. The swivel rotates 360 degrees, has two engagement pins and has a swivel o-ring. The master blade sits flush with the control bar. The safety switch operated as intended. The width plate screws appear to be of a different style. The hose appears to be of a different style. Signs of over-tightening on the 4" width plate as well as nicks and scratches. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested under the stroboscope with the customer hose and the motor operated within motor speed specifications. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibrating shaft, swivel, screw driver and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The customer's reported event of the graft not being smooth was non-verifiable as no significant problem was found during evaluation that could have contributed to the reported event. Therefore the root cause could not be specifically determined, but was most likely related to improper user technique when taking the graft. The unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. Inconsistent pressure by the user could result in the ¿jagged¿ appearance of the graft as alleged by the customer.